Event description:
It was reported that during a lap proctectomy procedure, the cannula broke in half and appeared to be melted. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.